Event description:
Surgeon reported that pt being treated for femoral subtrochanteric fracture had a dhs plate. Lag screw and five (5) cortex screws implanted. During a routine visit, x-ray confirmed that the five (5) cortex screws had broken and surgeon explanted all implants in sept 29, 2005.